Event description:
End user reports the indicator line on the funnel of the catheter is not always aligned with the coudé tip. No harm was reported.

Manufacturer narrative:
Device 38 of 40 e.1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant postal code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.